Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as escherichia coli. The user noted that isolate was run twice, and the first panel identified the isolate as proteus mirabilis. The isolate's identification was confirmed with a reference laboratory using maldi. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA/510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. Investigation summary: this complaint is for misidentification of proteus mirabilis when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4353534. The customer returned panels and an isolate and phoenix generated lab reports for the investigation. The lab reports show identifications of p. Mirabilis when using the complaint batch. To investigate, customer returned panels of the complaint batches and control panels from the same material, but a different batch number were tested using customer returned isolate p. Mirabilis upmc-2 on a phoenix m50 instrument and evaluated for identification results. All panels tested returned p. Mirabilis identifications. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to misidentification with the complaint batch; all samples met specifications. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.